Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had reached the end of service. A manufacturer representative confirmed the issue with their clinician programmer (cp). Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
Correction: a4 weight should have been 160 lbs rather then 190 lbs as reported earlier. Correction: e1 - reporter name - should have been united health services rather than arnot ogden med center.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.